Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented at the emergency room with a ruptured 60 mm diameter aneurysm. Upon evaluation the stent graft was found to have migrated 2.5 - 3 cm distally and there was a proximal type I endoleak. Currently, the aortic neck is 24-29 mm in diameter with a length of 10 mm and 45 degree angulation. The physician stated the cause of the migration leading to the type ia endoleak is disease progression. The physician implanted 3 endurant cuffs, 32/32/49, 36/36/49 and 36/36/49 to build the aneurx stent graft up to the renal arteries and the type ia endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.